Event description:
It was reported that a cartridge alarm 20 occurred on multiple occasions during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was sent a replacement pump with updated software by technical support, and they were advised on the steps to take with the new pump and how to return the problematic pump. The customer was also instructed to use a backup therapy to ensure insulin delivery was not interrupted.